Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a break, fracture, material separation, dent, deformation due to compressive stress, and natural wear. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was female; age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was not provided and a lot history review could not be performed. The device has been returned for evaluation; the evaluation is confirmed for catheter break/fracture, along with material wear, material separation, kinking, and narrowing. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the groshong s/l titanium low profile port products is identified in d2. H10: b5; g4; h6 (device- 1260 fracture, 1562 material separation, 2526 dent in material, 2889 deformation due to compressive stress, 2988 naturally worn). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device has been returned for evaluation; the evaluation identified a break. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the groshong s/l titanium low profile port products is identified .

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a break. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was female; age and weight were not provided.